Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level.

Event description:
It was reported that the cartridge was leaking from the o-ring. Reportedly, customer filled after loading the cartridge. Customer loaded a new cartridge to address the issue. Customer's blood glucose was 230 mg/dl.